Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that a very high catheter temperature was shown on ngen and carto (62 degree celsius). When the catheter cable was replaced, the problem was not resolved. The catheter was replaced with another one of the same type, and the procedure was completed successfully. There was no patient consequence. Additional information was received which indicated that the temperature cut-off value was exceeded. The system stopped the ablation immediately, because of the very high temperature. The high temperature issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 22-apr-2025, reddish material and a hole on the surface of the pebax were observed. This was assessed as MDR reportable with an awareness date of 22-apr-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, fourier transformed infrared spectroscopy (ftir) study, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. A visual analysis revealed reddish material and a hole on the surface of the pebax. Subsequent temperature and impedance tests indicated device failure, displaying error 170 on the generator. During the patency test, partial irrigation was observed due to occlusion in the irrigation holes caused by foreign material. Following the temperature failure, dissection analysis detected two open circuits in the tip area. An ftir study was conducted to analyze the composition of the foreign material in the irrigation holes, along with a kastle-meyer test to confirm the reddish material on the pebax. The results indicated the presence of blood components, potentially related to medical procedures and contributing to the occlusion. A manufacturing record evaluation (mre) was performed for the finished device lot number 31525296l, and no internal action related to the complaint was found during the review. The high temperature issue reported by the customer was confirmed as open circuits and occlusion were detected during analysis. The potential cause of the open circuits cannot be determined. The potential cause of the blood inside pebax and irrigation holes could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The hole in the pebax is unrelated to the reported event. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. When radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. Purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).